Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose level was high, however, a specific value was not provided. Reportedly, the pump supplies were changed to resolve bg level and the air bubble issue.